Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician experienced difficulty in positioning the right ventricular (rv) lead at the septum and requested for a new lead. The rv lead was not used and replaced. The patient remained stable throughout the procedure.